Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal right coronary artery, the restenosed lesion of a non bsc stent. The lesion was not calcified. The lesion was pre-dilated by a 3.0x14mm non bsc balloon. The physician attempted to advance the 3.5x24mm taxus express2 drug eluting stent (des) to the target lesion, however, the des was not able to cross to the restenosed lesion. When the physician removed the device from inside the patient, he noticed the stent strut from the proximal to middle was lifted up. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at this time of its release to distribution. Based on this analysis, the most probable root cause of this complaint can be attributed to operational context. A CAPA has been initiated to address this issue.